Event description:
The customer's mother initially called to get assistance with the insulin pump. The mother then stated, that the customer was hospitalized for high blood glucose levels and ketones. The mother declined to troubleshoot the insulin pump. Advised the mother to call back if she decides to troubleshoot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.